Event description:
In microbiology, the finger of caregiver was cut on glass vial. No patient blood exposure, but concerned about possible contaminated gloves from previous samples. This is a specimen tube that the specimen is put into and then its heat sealed in a bag. There is a vial end that gets crushed to release some sort of preservative. This is when the caregiver felt a poke and saw that he had been cut, and figured that the vial was defective.